Manufacturer narrative:
The customer was directed to the specific performance characteristics section of the anti-d instructions for use where it states "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate spin test phase and are usually nonreactive at the weak d phase". No product deficiencies were identified. Product is performing as expected.

Event description:
Customer reported unexpected positive results with gammaclone anti-d (monoclonal blend) blood grouping reagent.